Manufacturer narrative:
B5.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump touch screen was unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow up with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow up with tandem technical support.